Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device alarmed "cannot start pump with air in-line. Prime tubing." Three attempts to prime the pump were made. The event occurred during testing; there was no patient involvement.

Manufacturer narrative:
Corrected data: d3 - mfg establishment name. The suspected device was returned for evaluation. The device was visually inspected and there were no damages. The device was repaired and returned to the customer.